Event description:
Failure code 12:303. Info was not provided regarding whether or not the failure occurred during an infusion. No reports of any patient incident involving this pump since the last baxter service event.